Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-09430. During device replacement due to normal eri, automatic mode switch and ventricular fibrillation episodes were observed due to noise on the right ventricular and right atrial leads, which led to inappropriate anti-tachycardia pacing (atp) therapy. The new device was reprogrammed to resolve the event and there were no adverse consequences for the patient.